Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Physician reported that essure procedure was done several years ago. Patient has chronic pain and known to have fibromyalgia. In addition, health care professional informed that did not believe essure was causing the patient's pain. On (B)(6) 2016, physician attempted to remove essure, however only one device was fully removed. Health care professional believed he removed both devices, but the patient remained in pain. An ultrasound was performed and revealed part of the essure was still in place in the tube. Doctor may perform a hysterectomy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain. Physician attempted to remove essure, only one device was fully removed / ultrasound revealed part of the essure was still in place in the tube (seen as device breakage). The event chronic pain was considered serious and listed in the reference safety information for essure. The event device breakage is non-serious and also listed. In this case, no alternative explanation for chronic pain was provided. The device breakage occurred during essure removal procedure. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since an attempt to remove essure was performed, however only one device was fully removed. It was also reported that a hysterectomy may be performed. Additionally, fibromyalgia was added as event. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 29-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up received on 10-may-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain. Physician attempted to remove essure, only one device was fully removed / ultrasound revealed part of the essure was still in place in the tube (seen as device breakage). The event chronic pain was considered serious and listed in the reference safety information for essure. The event device breakage is non-serious and also listed. In this case, no alternative explanation for chronic pain was provided. The device breakage occurred during essure removal procedure. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since an attempt to remove essure was performed, however only one device was fully removed. It was also reported that a hysterectomy may be performed. Additionally, fibromyalgia was added as event. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.